Event description:
Event description cpi received information that during a routine follow-up, this implantable pulse generator (ipg) was exhibiting the elective replacement near (ern) indicator. The indicator was able to be cleared.